Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001747 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was damaged causing leaking. It was reported that the hemostatic valve of the vizigo was damaged, and the patient's blood was leaking through it. The surgery was delayed 5 minutes due to the reported event. They change the vizigo for another one. No patient consequences were reported. On 27-dec-2021, bwi received additional information regarding the event. An apparent crack had been identified in the valve. The hemostasis valve (gasket) did not break into two or more separate pieces and no separate pieces were generated. The hemostatic valve/brim cap/hub did not become detached from the sheath--the hemostatic valve was fixed in the sheath. No air entered the patient´s body. This issue did not require percutaneous or surgical removal, the physician only changed one vizigo for another. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not significant. No medical intervention was required to stop the bleeding, the physician only change one vizigo for another and the bleeding stopped. Hemostatic valve separation is MDR-reportable.